Event description:
The complainant alleged that while attempting to defibrillate a pt, the device displayed a "low battery" message while charging for the first shock at 200 joules. A second shock at 200 joules was administered and the pt appeared to still be in ventricular fibrillation, a shockable wave form. The device would charge but not discharge and displayed an "electrode off" message. A second pair of electrodes were put on the pt and the battery changed and the device still would not function properly. The complainant indicated the pt expired although not as a result of the reported malfunction.